Event description:
The facility representative reported a colleague infusion pump with a failure code 814:04 on channel a. This condition had the potential to interrupt delivery. This event occurred upon power up and it was identified in the "central supply" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 814:04 on channel a was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.